Event description:
Reportable based on device analysis completed on 14sep2022. It was reported that the stent could not cross the lesion. A 32 x 2.25 promus premier select stent balloon was advanced for treatment. However, the device could not pass through the lesion. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported. However device analysis revealed a fracture of the device.

Manufacturer narrative:
Device evaluated by manufacturer: a p select ous mr 32 x 2.25mm stent delivery system (sds), was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured using a snap gauge and was within specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no sign of distal tip damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks and a complete hypotube break located at 21cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues.